Event description:
Health care professional (hcp) reports a pt reaction to the psn membrane. The reaction occurred 10-15 minutes into the pt's hemodialysis treatment. The pt experienced tingling all over and chest pain. The pt was treated with o2 at 2l for comfort only. The dialysis treatment was discontinued at the time of the incident and the arterial line blood was returned. The remainder of the treatment was completed with a cellulose diacetate membrane without incident per the hcp.